Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the device was placed, the doctor found that the three-way valve was cracked and leaking. The device was replaced with a new one. The patient's status was alive - no injury.

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing due to cracks in the patient line stopcock. It is unknown how this damage occurred. The instructions for use cautions, ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ proteinaceous debris was observed on the interior of the edms in the patient line. If information is provided in the future, a supplemental report will be issued.